Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture was used. During the procedure, suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/26/2022. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify. Answer: needle popped off on first pass of suture through tissue. Please provide the lot number for j701d: answer: rmmkhj device return status: answer: I listed it as available and I'm waiting to receive the shipping boxes to send it in. Did the event occur during one or multiple patient procedures? Answer: multiple patient procedures over two separate days. What is the total number of procedures? Answer: unknown. At least 3. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Answer: not that I have reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/30/2022. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.